Event description:
Glaucoma [glaucoma]. Case narrative: (B)(4) is a serious spontaneous case received from a consumer in united states. This report concerns a female of unknown age who experienced glaucoma during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown route, concentration, and dose, every 6th month, for an unknown indication from 2018 to an unknown stop date. The consumer reported that she had used euflexxa for approximately three years (2018) with "great success". She received euflexxa every six months. Recently, on an unspecified date, the consumer was diagnosed with glaucoma and began the use of travoprost eye drops. No further information was provided. The glaucoma was medically significant. Action taken with euflexxa was unknown. At the time of reporting, the outcome of glaucoma was unknown. No concomitant medication or medical history were reported. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Sender comment: based on the known safety profile, when used according to label and clinical interpretation in alignment with known safety profile, it is considered highly unlikely that euflexxa caused the patient's glaucoma as there is no clinical evidence fot this. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.